Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. D8. Was this device serviced by a third party? No. Service inspected the analyzer and performed multiple troubleshooting procedures including replacement and adjustment of the mixer. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed imprecision with the magnesium assay on the architect c4000 analyzer. The following data was provided. No adverse impact to patient management was reported. (B)(6) 2021, sid not provided, initial result 1.96 mmol/l, repeated 1.6 mmol/l. (B)(6) 2021, sid (B)(6) initial result 1.58 mmol/l, repeated 0.7 mmol/l. (B)(6) 2021, sid (B)(6), initial result 3.23 mmol/l, repeated 0.81 mmol/l. (B)(6) 2021, sid (B)(6), initial result 3.24 mmol/l, repeated 0.69/0.7 mmol/l. (B)(6) 2021, sid not provided initial result 0.98 mmol/l, repeated normal (no exact value provided) mmol/l. (B)(6) 2021, sid (B)(6), initial result 1.69 mmol/l, repeated 0.75 mmol/l.